Event description:
It was reported that during an unknown procedure, the device closed and fired. The staples did not form at all; they were still in u shape. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was returned void of staples. However, 10 unformed staples and one b-form staple were returned inside a plastic bag. It should be noted that partially formed and unformed staples are obtained by not closing the device completely before firing the device. The sequence starts by squeezing the closing trigger and the handle fully together until a second click is heard. The closing trigger is now latched to the handle and the jaws are clamped onto the tissue, which is ready to be stapled. The firing trigger will simultaneously move down to the ready-to-fire position. Continue to grasp and manipulate the instrument using the closing trigger until ready to fire the instrument. Do not grasp the firing trigger before the instrument is to be fired. If the firing trigger is grasped before the device is latched completely, it can result in the device ejecting staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.